Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported reagent exposure in her nose with the expired binaxnow covid-19 antigen self test performed on (B)(6) 2025. The consumer added 6 drops of reagent solution and inserted the swab to the bottom hole of the test card without swabbing their nose. On realization the consumer removed the swab with reagent solution and swabbed her nose with it. The consumer was advised to rinse her nose with water. The consumer confirmed there was no medical intervention.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported reagent exposure in her nose with the expired binaxnow covid-19 antigen self test performed on (B)(6) 2025. The consumer added 6 drops of reagent solution and inserted the swab to the bottom hole of the test card without swabbing their nose. On realization the consumer removed the swab with reagent solution and swabbed her nose with it. The consumer was advised to rinse her nose with water. The consumer confirmed there was no medical intervention.